Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had previously reported experiencing diaphragmatic stimulation. Subsequent in-clinic check found that the lv pace impedance had dropped to less than 300 ohms, there was loss of lv capture, and the patient reported feeling the stimulation in the shoulder area. The lv lead was turned off at that point, but soon after, the patient complained of feeling heart failure symptoms. An invasive procedure was then performed and the lead was successfully repositioned. Additional information obtained from a local field representative indicated that lead dislodgement was confirmed through imaging evaluation. Subsequent information received indicated that this lv lead was explanted due to dislodgement and a new lv lead was implanted. No additional adverse patient effects were reported.